Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 14-dec-2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced respiratory arrest. As a result, CPR was initiated and the patient was revived. The cause of the complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient stopped breathing and a code was called. It is unknown at what specific point the complication occurred during the procedure. The procedure was aborted and CPR was initiated. The patient was revived and was doing fine. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event; however, there was no response received from the physician.